Manufacturer narrative:
(B)(4). As per the field service representative (fsr), the heater cooler was alarming and a red light was flashing. He installed a new pressure switch. The unit operated to the manufacturer's specifications. The defective part is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'pump not primed' message was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) observed the pressure switch to function but had corrosion at its input.